Event description:
It was reported that a patient using the iLet experienced a nocturnal hypoglycemic event detected by a low glucose alert, with a nadir of 61 mg/dL and approximately 30 minutes below range; the patient treated with four glucose tablets, did not perform a confirmatory fingerstick, and returned to 98 mg/dL about 30 minutes later without alarms or hospitalization. Symptoms included no reported clinical manifestations consistent with asymptomatic hypoglycemia. Outcomes included transient hypoglycemia that resolved with oral carbohydrate and no lasting effects. Investigation included complaint intake, event characterization, and user education and troubleshooting with reinforcement of hypoglycemia recognition and treatment. Investigation of this case revealed no device malfunction reported or observed and no component issue identified, with the event consistent with user-managed hypoglycemia of unclear origin. It was concluded, based on previously established findings for similar reports, that the cause was indeterminate. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.